Manufacturer narrative:
A review of the manufacturing records was conducted which included a review of the subassembly components and the review found there were no material or manufacturing discrepancies with the production lot. The device was disposed of following the case and is not available for eval. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported by a davol sales rep: it was reported that during use of the ventralight st w/echo the inflation tube was difficult to pull out through the body. The surgeon reported that he was using a suture passer and pulled from the needle loop complex. He felt resistance when trying to pull it free and it was reported that a portion of the inflation tube with the yellow retainer came free in the body and is reported to be between the fascia and the skin. The surgeon chose to leave the portion of the device in the patient. There was no pt injury reported as a result of this situation. The surgeon has reported that he is not planning to take any add'l action and will monitor the patient.